Event description:
It was reported that patient (pt) is currently in operating room on bypass with a 40 cc fiberoptic balloon in place. Balloon catheter was placed yesterday (B)(6) 2009 in the cath lab and it would not zero. As a result, they utilized the central lumen for arterial pressure waveform. They tried to calibrate the fiberoptics, but it would not work. Pt went to operating room today (B)(6) 2009. Rn called the hotline because while pt was in operating room, they noticed that tubing to the central lumen developed a crack and blood backed up into tubing. This caused the central lumen to clot off. Rn stated they tried to aspirate the central lumen, but it would not draw back. They are currently utilizing a radial arterial line for pressure and wanted to know if they could continue to use the radial arterial line for the balloon pump. They currently do not have an arterial line displayed on the balloon pump. When the clinical support specialist (css) spoke to rn, she explained that pump was using ECG for timing right now if there was no arterial line displayed on the pump. While this timing would be safe, it would not give them the best unloading. Css explained that they could exchange the balloon catheter out or use the radial arterial line for timing. Css told rn that they would need to display the arterial line on pump. They could do this by bringing it directly into the pump or by "slaving." Css and rn discussed how to slave the signal. Css also advised them to make sure that the central lumen was marked or tied off so no one would try to flush the central lumen and mobilize a clot. Css asked rn if she could get fiberoptix sensor (fos) codes from the pump and she stated that they were unable to do that at this point, but they would try to call back later with the codes.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.